Event description:
The relay which turns on the main power in the teal power conditioning unit suffered a melt down. The pull down coil was so melted it was blocking its own mechanical movement. This effectively kept it from activating (unit would not turn on).

Manufacturer narrative:
The teal power conditioning unit is an accessory to a philips medical systems CT scanner. The teal unit at the site was repaired and placed back into service.